Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose. Customer¿s blood glucose value was 26 mmol/l. Customer also stated that the insulin pump had an insulin pump error alarm. No harm requiring medical intervention was reported. The device will return for the analysis.